Event description:
This spontaneous report was received on (B)(4)-2012 from a (B)(6) female consumer reporting on self from the (B)(6).the medical history of the consumer and the concomitant medications were not reported.on an unspecified date, the consumer started using o.b. Unspecified for menstruation (route-vaginal, lot number, frequency and expiration date unspecified). After an unspecified duration, while removing the tampon, the string came out and the tampon got stuck inside her vagina. She removed the tampon by herself.the action taken with the device was unknown.this report was assessed as non-serious. The company causality was assessed as possible.this report was also considered a reportable malfunction case.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. On an unspecified date, the consumer started using o.b. Ultra absorbency tampons vaginally for menstruation (lot number, frequency and expiration date unspecified). After an unspecified duration, while removing the tampon from her vagina the string was pulled out. The consumer had used the tampons since past twelve years. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This report is being submitted to correct the initial manufacturer report number previously submitted on (B)(4) 2012 from 8022269-2011-00033 to 8022269-2012-00001. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.